Event description:
6-0 plain gut suture used in or is not holding its knots and coming untied both while in the or and in the immediate post-op period. This has happened over the past 6 months on numerous patients. Despite redoing sutures multiple times intraoperatively, and double checking before closing. It is not due to problems throwing suture or cheesewiring. This has happened to multiple surgeons and patients, over a long period of time. Manufacturer response for 6-0 plain gut sutures, (brand not provided) (per site reporter).